Manufacturer narrative:
The reported filter leak was not confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A DHR review could not be completed because the lot number was not provided by the customer.

Manufacturer narrative:
The sample is available for evaluation, but has not been received yet.

Event description:
The customer reported that IV giving set was leaking from the filter. This occurred toward the end of paclitaxel administration. The remainder of the drug was infused under close observation. There was no report of patient involvement, adverse event or delay in critical therapy.